Manufacturer narrative:
Our manufacturing operations employ quality control procedures which include statistical sampling, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. No trend has been identified with this batch as it relates to cell damage. No additional action will be taken at this time. The consumer returned wraps did not have damaged or leaking heat cell packs. The root cause of the alleged heat cell pack damage/leak is inconclusive since review of records does not provide evidence to support defective product, and inspection of the consumer returned samples does not confirm the defect.

Event description:
Event verbatim [preferred term] consumer found a leaky wrap in one of the pouches [device leakage]. Case narrative:this is a spontaneous report from a contactable healthcare professional via pcom/citi. A patient of unspecified age and gender started to use thermacare heatwrap (thermacare lower back & hip) (device lot number h53832, expiry date feb2017) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. The reporter stated on an unspecified date, a consumer found a leaky wrap in one of the pouches. Action taken with the suspect product was unknown. Clinical outcome of the event was unknown. Additional information received from product quality complaint (pqc) group included investigation results. Our manufacturing operations employ quality control procedures which include statistical sampling, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. No trend has been identified with this batch as it relates to cell damage. No additional action will be taken at this time. The consumer returned wraps did not have damaged or leaking heat cell packs. The root cause of the alleged heat cell pack damage/leak is inconclusive since review of records does not provide evidence to support defective product, and inspection of the consumer returned samples does not confirm the defect. Follow-up (24oct2019): new information received from product quality complaints (pqc) group included: product quality investigation results. Follow-up (24dec2019): this follow-up is being submitted to notify that an investigation of the device is ongoing. Follow-up (25dec2019): follow-up attempts completed. No further information expected. Follow-up (19feb2020): this follow-up report is being submitted to upgrade this case to a final reportable MDR., comment: based on the available information, the patient "found a leaky wrap in one of the pouches." No adverse event was associated with the use of the device. This is a single potential device malfunction which has a theoretical risk to cause skin burn. A causal relationship between the device and the events cannot be ruled out.the review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. There is not a complaint trend for any class(es) associated to the suggested key product complaints database terms. No further investigations or actions is suggested at this time.

Manufacturer narrative:
Our manufacturing operations employ quality control procedures which include statistical sampling, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. No trend has been identified with this batch as it relates to cell damage. No additional action will be taken at this time. The consumer returned wraps did not have damaged or leaking heat cell packs. The root cause of the alleged heat cell pack damage/leak is inconclusive since review of records does not provide evidence to support defective product, and inspection of the consumer returned samples does not confirm the defect.

Event description:
Event verbatim [preferred term] consumer found a leaky wrap in one of the pouches [device leakage] , . Case narrative:this is a spontaneous report from a contactable healthcare professional via pcom/citi. A patient of unspecified age and gender started to use thermacare heatwrap (thermacare lower back & hip) (device lot number h53832, expiry date feb2017) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. On an unspecified date, the patient reported they found a leaky wrap in one of the pouches. Action taken with the suspect product was unknown. Clinical outcome of the event was unknown. Additional information received from product quality complaint (pqc) group included investigation results. Our manufacturing operations employ quality control procedures which include statistical sampling, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. No trend has been identified with this batch as it relates to cell damage. No additional action will be taken at this time. The consumer returned wraps did not have damaged or leaking heat cell packs. The root cause of the alleged heat cell pack damage/leak is inconclusive since review of records does not provide evidence to support defective product, and inspection of the consumer returned samples does not confirm the defect. Additional information has been requested and will be provided as it becomes available. Follow-up (24oct2019): new information received from product quality complaints (pqc) group included: product quality investigation results. Follow-up (24dec2019): this follow-up is being submitted to notify that an investigation of the device is ongoing. Company clinical evaluation comment: based on the available information, the patient "found a leaky wrap in one of the pouches." No adverse event was associated with the use of the device. This is a single potential device malfunction which has a theoretical risk to cause skin burn. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No trend has been identified with this batch as it relates to cell damage. No device malfunction has been identified. This case will be re-assessed upon receipt of additional information., comment: based on the available information, the patient "found a leaky wrap in one of the pouches." No adverse event was associated with the use of the device. This is a single potential device malfunction which has a theoretical risk to cause skin burn. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No trend has been identified with this batch as it relates to cell damage. No device malfunction has been identified. This case will be re-assessed upon receipt of additional information.

Manufacturer narrative:
Our manufacturing operations employ quality control procedures which include statistical sampling, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. No trend has been identified with this batch as it relates to cell damage. No additional action will be taken at this time. The consumer returned wraps did not have damaged or leaking heat cell packs. The root cause of the alleged heat cell pack damage/leak is inconclusive since review of records does not provide evidence to support defective product, and inspection of the consumer returned samples does not confirm the defect.

Event description:
Event verbatim [preferred term] consumer found a leaky wrap in one of the pouches [device leakage] , . Case narrative:this is a spontaneous report from a contactable healthcare professional via pcom/citi. A patient of unspecified age and gender started to use thermacare heatwrap (thermacare lower back & hip) (device lot number h53832, expiry date feb2017) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. On an unspecified date, the patient reported they found a leaky wrap in one of the pouches. Action taken with the suspect product was unknown. Clinical outcome of the event was unknown. Additional information received from product quality complaint (pqc) group included investigation results. Our manufacturing operations employ quality control procedures which include statistical sampling, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. No trend has been identified with this batch as it relates to cell damage. No additional action will be taken at this time. The consumer returned wraps did not have damaged or leaking heat cell packs. The root cause of the alleged heat cell pack damage/leak is inconclusive since review of records does not provide evidence to support defective product, and inspection of the consumer returned samples does not confirm the defect.additional information has been requested and will be provided as it becomes available.follow-up (24oct2019): new information received from product quality complaints (pqc) group included: product quality investigation results.company clinical evaluation comment:based on the available information, the patient "found a leaky wrap in one of the pouches." No adverse event was associated with the use of the device. This is a single potential device malfunction which has a theoretical risk to cause skin burn. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No trend has been identified with this batch as it relates to cell damage. No device malfunction has been identified. This case will be re-assessed upon receipt of additional information., comment: based on the available information, the patient "found a leaky wrap in one of the pouches." No adverse event was associated with the use of the device. This is a single potential device malfunction which has a theoretical risk to cause skin burn. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No trend has been identified with this batch as it relates to cell damage. No device malfunction has been identified. This case will be re-assessed upon receipt of additional information.